Event description:
The vent went inop with no audible alarm, visual observation showed error code indicating the unit entered safty valve open mode. The co customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The co replaced the power supply, power switch, and alarm assembly as a precaution. It is not verified that the alleged malfunction occurred, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.